Event description:
The patient was reimplanted on the right nasal anatomy and no further issues have been noted.

Manufacturer narrative:
Follow up report submitted to document additional surgery documented in b5.

Manufacturer narrative:
For h6 clinical signs code grid, currently a relevant code is not available in our system to accurately capture the implant migrating hence the appropriate code / term not applicable was chosen.

Event description:
It was reported the patient with bilateral latera nasal implants experienced expulsion of the right implant within the first week of implant placement. The surgeon has reported the patient performed post procedure manipulation of the nose and patient wore spectacles. Medical intervention was performed and the right nasal implant was explanted from the nasal cavity. The surgeon has planned to re-implant latera on the patient after the explantation site has been healed. Additional information is currently being requested.